Manufacturer narrative:
(B)(4). The customer reported there was no display when the unit was turned on. There was no report of pt involvement. The customer evaluated the device and isolated the issue to the control pca. The customer ordered a replacement control pca to resolve the reported issue.

Event description:
The customer reported there was no display when the unit was turned on. There was no report of pt involvement.